Event description:
A report was rec'd that stated a hosp employee rec'd a needle stick. According to reporter, the product broke and they rec'd a needlestick when retrieving the components. The employee is reportedly receiving medical treatment of antiviral medication.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.